Manufacturer narrative:
No button error alarm noted. The esc button did not respond due to corroded keypad trace. No moisture damage on electronics noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 212 mg/dl. Customer stated that she was shoveling show and then she received a button error. Customer kept the pump clipped on the upper part of her bra strap. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.